Manufacturer narrative:
(B)(4). As reported by the user facility, it was confirmed that the batch number was unknown and the sample was not saved, the sample was discarded. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: nurse came back into the patient's room to find blood backed up in the IV set and blood leaking out of the lower y port caresite valve of the IV tubing. No injury reported.